Manufacturer narrative:
A getinge authorized representative evaluated the iabp unit. The machine was used in internal mode for two days, entered the engineering mode to view the even log and used the simulator to test trigger, all without any abnormalities. The discharge test battery is normal (about 30 minutes). Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that prior to use on a patient, the cs100 intra-aortic balloon pump (iabp) crashed. The unit alarmed for the reported malfunction. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h10, h11. Corrected field: d1, d4, h4.